Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during drain 5. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) assisted the hp to end therapy. (B)(4) contacted hp on (B)(6) 2011 regarding the reported problem. The hp finished with a manual drain. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.